Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 383 mg/dl. Reportedly the customer observed air bubbles along the infusion set tubing. Customer primed the tubing to address the issue. The customer successfully resumed insulin therapy.